Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 6, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: although visual inspection of the suspect product reveal that the complaint lens was received inside a specimen cup, the lens cut and two pieces were received. The two pieces received were coated in viscoelastic residue. The lens pieces were cleaned revealing one lens piece was scratched. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noticed that the following information inadvertently was not included in the section "a3b" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following field was updated accordingly: section a3b: gender: cisgender woman/girl all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The diu225 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient had blurry vision and residual astigmatism. She cannot read the captions on her tv and vision is overall still blurry. The iol was explanted in a secondary surgical procedure and replaced with a zcu225 18.5 diopter iol. There was no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the lens exchange procedure however, a capsular tension ring, 11.0, was used to help stabilize the capsule. Best spectacle corrected visual acuity (bscv) pre-operative was 20/40 and post-operative was 20/50. Patient visual acuity post-lens exchange at 1 day post op visit was reported as 20/50sc distance. No further information is available.